Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, alinity I hbsag, list 8p08, that has a similar product distributed in the us, architect hbsag, list 4p53. Complete entry = (B)(6). No further patient information was provided.

Event description:
The customer obtained a (B)(6) alinity I hbsag quantitative result for a (B)(6) male patient. On (B)(6) 2021, sample ID (B)(6) generated (B)(6). The sample was sent to a reference lab and tested on a confirmatory assay which generated a (B)(6) result. The sample was (B)(6) and the patient has a history of (B)(6) results. No impact to patient management was reported.

Manufacturer narrative:
The investigation included review of information provided by the customer, complaint activity, trending data, device history records, labeling and historical performance of the reagent lot. Return testing was not completed as returns were not available. Review of complaint and trending data did not identify any issues or trends related to the complaint issue. Review of device history records associated with the reagent lot did not identify any related non-conformances or deviations. Labeling was reviewed and sufficiently addresses the complaint issue. The historical performance of the complaint lot was evaluated using data gathered from worldwide customers. The patient median results for the lot was comparable with all other lots in the field and within established baselines, confirming acceptable performance. Based on this investigation, no systemic issue or deficiency was identified for the alinity I hbsag quantitative reagent.section d3 country was changed from ire to irl to correct an entry error.

Event description:
The customer obtained a false repeat reactive alinity I hbsag quantitative result for a 50 year old male patient. On (B)(6) 2021 sample ID (B)(6) generated 4.68 and 4.59 iu/ml. The sample was sent to a reference lab and tested on a confirmatory assay which generated a confirmed positive result. The sample was negative for anti-hbc (0.09 s/co) and the patient has a history of negative results. No impact to patient management was reported.